Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. A crack was noted in the edge of the eye area of the chamber and the leak was visually observed. Estimated blood loss was less than 10cc's. Patient had no adverse effects and required no medical intervention. Sample has not been returned to the manufacturer.